Event description:
Pt's pacemaker lost ventricular capture intermittently. Pacemaker was checked and ventricular capture thresholds were markedly elevated giving the impression of lead malfunction as the lead looks to be in the same position on the chest x-ray and it is sensing appropriately and impedances are stable.